Manufacturer narrative:
Correction: e1- the initial reporter information has been corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced weakness in their legs due to spinal cord compression from scs lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein system was explanted to address the issue.